Manufacturer narrative:
The t:slim pump user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off safety alarm in the morning. The customer confirmed that there was no interaction with the pump and as a result, the auto off alarm sounded. As the customer did not prefer to have the alarm on, it was turned off. Blood glucose was 174 mg/dl.